Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, initially 4/5 tacks got fired and those held the mesh properly, after that the tacks got jammed at the opening of the shaft and no more tack could be fired. The surgeon used alternative means (suturing) for fixation of the mesh. There was no patient injury.